Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the heavily calcified tibial artery. During a chronic total occlusion (cto) procedure, a truepath¿ cto catheter was selected to treat the unspecified target lesion. When the truepath¿ cto catheter was pulled out, the tip came off and left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the heavily calcified tibial artery. During a chronic total occlusion (cto) procedure, a truepath cto catheter was selected to treat the unspecified target lesion. When the truepath cto catheter was pulled out, the tip came off and left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that the tip of the device was fully attached to the control unit of the device. No other defects were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the heavily calcified tibial artery. During a chronic total occlusion (cto) procedure, a truepath cto catheter was selected to treat the unspecified target lesion. When the truepath cto catheter was pulled out, the tip came off and left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.